Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device has been received and is currently in the evaluation process. The review of device history records was performed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that chuck jaw broke. This is report 2 of 3 for (B)(4).